Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified a chipped case. The unit's overall condition was fair. Technical evaluation identified a broken barrel clamp assay. Software version 1.5 was verified. The device was calibrated, checked for case damage and the circuit boards were inspected. The customer complaint could not be confirmed as the reported issue was not a device malfunction; therefore, a root cause could not be determined. Error e0.5 alarmed as intended at the end of syringe volume infusion. The barrel clamp was repaired and the device was returned to the customer. The device was calibrated, checked for case damage and the circuit boards were inspected. A qc checklist was conducted to include; alarm, display, force, key pad knobs, patient side occlusion, plunger position, rate accuracy, self-test power, syringe size sensor barrel clamp and final visual inspection all passed. No further investigation required.

Event description:
Reportedly, post repair, the device would not read the correct volume infused. There was no patient involvement.